Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, explanted: (B)(6) 2016, product type: lead. See also mfg. Report no. 3004209178-2016-26855. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer underwent a lead revision surgery. The lead had to be explanted because symptoms were recurring, including fecal incontinence, and the position of the lead was inappropriate. The representative assumed that the necessary diagnostics had been done before the surgery, such as anamnesis, etc., but did not have further information. The representative was not aware that the impedance had been measured, and no factors noted to have led to the event. The representative noted that usually it took 3-4 weeks in order to reassess the symptoms of the consumer. It could be expected that the consumer was receiving effective therapy, as the procedure worked properly, the new lead had been placed properly, but the representative did not have final confirmation. The consumer¿s medical history included fecal incontinence.